Event description:
It was reported that during a laparoscopic cholecystectomy procedure, both appliers were loose and faulty at the tips resulting in the applier getting caught in the port. First clip fired off correctly for both appliers but then the tip/jaws (just above where the clip sits) lost alignment and could no longer passively collapse to remove from 5mm trocar, applier could no longer dispense clips. Another device was used to complete the case. There were no adverse consequences to the patient. The devices were discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information is unavailable; device was not returned for evaluation.the batch record was reviewed and no anomalies were noted during the manufacturing process.